Event description:
Reporter reported that they found in the check before use it was impossible to connect the electrical adapter to the rt127 infant breathing circuit because the pin for the heater wire was bent.

Manufacturer narrative:
This malfunction was reported to fisher & paykel healthcare by a distributor. The product is not sold in USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the returned device was visually inspected. Results: our records indicate that no other complaints of this nature have been received for this lot number. One heater wire pin on the inspiratory limb was bent, preventing the heater wire adapter from being connected. This slightly bent pin was likely to have been caused by one of the manufacturing processes or by the end user on setting up the breathing circuit for use. Conclusions: the device was out of specification. We are aware of other such complaints with an occurrence rate of 0.002%. We will continue to monitor all complaints for this type of fault.